Event description:
In 2009 - pt underwent laparoscopic incisional hernia repair. The hernia was fixated with use of two sorbafix implantable stapler devices and trans-fascial sutures. The next day - pt heard popping sounds in the area of the abdomen. Three days later - pt underwent exploratory laparotomy procedure. Mesh noted to not be adhered to abdominal wall. Fasteners were not in tissue, they had pulled out and were in the mesh. Mesh re-fixated with another MFR's mesh and sutures.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2009-00305 for info related to the other sorbafix implantable stapler device used in 2009.